Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain, while the hp was connected. The hp stated that an extension line, added before priming, was used, and no leaks were observed anywhere. The technical service representative (tsr) explained the alarm and advised the hp to end therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.